Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned product was reviewed and it was seen that the plate had been fractured in half and on the x-ray sent in, it could be seen that four screws had backed out of the plate. The fractured section of the plate was examined under a digital microscope where it was seen that the corners of the fracture had begun to smooth from wear against each other. The fractured plate was sent to a material scientist where the fracture was examined to determine cause. It was stated, ¿from the scanning electron microscope (sem) investigation, it was concluded that the plate likely fractured due to fatigue. However, all evidence of fracture initiation sites had been obscured by post-fracture deformation.¿ there are no indications of a manufacturing defect. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to fatigue of spanning a gap in the rib. The instructions for use (IFU) states within the bone plates section, ¿internal fixation devices aid the surgeon in the alignment and stabilization of bone in the chest wall for fixation of fractures and reconstructive procedures. While these devices are generally successful in attaining these goals, they cannot be expected to replace normal healthy bone or withstand the unsupported stress placed upon the device by full load bearing. Internal fixation devices are internal splints, or load sharing devices that align the fracture until normal healing occurs.¿ a summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report & follow-up number, type of follow-up, device evaluated by manufacturer, additional narratives/ data. Multiple supplemental MDR reports were filed for this event, please see associated reports: 0001032347-2017-00605-2 and 0001032347-2017-00606-2.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of three for the same event; reference reports 0001032347-2017-00605 and 0001032347-2017-00606.

Event description:
It is reported the patient had four broken ribs and an elevated diaphragm. The original surgery to plate the ribs was performed (B)(6) 2017. The patient returned in (B)(6) stating he was experiencing pain. It was identified the patient had thoracic seroma around the broken plate. The surgeon explanted the broken plate on (B)(6) 2017; the other three plates are still implanted and rigid. Additionally, upon review of the x-ray that was provided, it appears that four screws backed out of a plate. It is reported the patient's condition is good and there is no additional treatment planned.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation. This is supplemental report one of three for the same event, reference reports 0001032347-2017-00605-1 and 0001032347-2017-00606-1.